Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed, however did not identify a specific product issue. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced underfill or low draw during use. The following information was provided by the initial reporter: at the time of sampling it is not filling properly, the vacuum that comes in the tube fails. Information received by email on 8/13/2019: the tubes did not fill until the mark. This generated variation on the exams results. Because of that, it was need to perform a second recollect of blood in some cases. There was no exposure of blood or chemotherapic to the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced underfill or low draw during use. The following information was provided by the initial reporter: at the time of sampling it is not filling properly, the vacuum that comes in the tube fails. Information received by email on 8/13/2019: the tubes did not fill until the mark. This generated variation on the exams results. Because of that, it was need to perform a second recollect of blood in some cases. There was no exposure of blood or chemotherapic to the skin.